Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 13956 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 14 applications on the date of the event. The catheter passed the performance test as per specification. During the inflation and ablation phase, a kink was observed on the guide wire lumen, inside the balloon segment. The dissection showed the guide wire lumen kinked inside the balloon 3.15 inches from the tip of the catheter, with proximal heat shrink. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.